Manufacturer narrative:
The instrument was calibrated for magnesium (mg) and qc was within the established ranges. Bec field service engineer (fse) replaced sample probes and collar washes. A 10 sample precision run was within specifications. Qc results were within the established ranges. Related events on 07/02/2011 and 07/03/2011 are reported in medwatch #2050012-2011-03910 and 2050012-2011-03908, respectively.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high magnesium (mg) results. The results were not reported out of the laboratory. Repeat testing on the same and on an alternate instrument generated lower results. These results were reported out of the laboratory. The patient information and the results are shown in the attached file. The customer did not receive any notification from physicians or healthcare provider that patients were treated based on the false high mg results.